Event description:
It is reported that on an unknown date, the tip of the device broke off after washing. This is not for a warranty replacement. The device did not malfunction during surgery while being used on a patient. No further information is available at this time. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment not diagnosis. Review of the device history record(s) shows that the manufacturing documents were reviewed and no complaint related issues were found. Placeholder.

Manufacturer narrative:
Device is an instrument and is not an implant/explant. The item was received with the tip broken off. No service history review can be performed. The item has not previously been in for service. There is no information relevant to the current complained issue.